Event description:
Post lumbar procedure six (6) pts presented with subcutaneous infections. The surgeon suspects that the pump was the cause of the infections. The reporting surgeon was the physician involved in each incident.

Manufacturer narrative:
Eval summary: the device involved in this incident is not available for evaluation, therefore, our results and conclusion are based on the info that was given to I-flow by the initial reporter. Furthermore, the lot numbers of the pumps were unknown, and as a result, I-flow was unable to conduct a historical review to determine similar problems with a specific lot number. To date, I-flow has been unsuccessful in obtaining add'l info in each of these incidents. It is noteworthy, that the same doctor and procedures were a common factor in each of these incidents. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and pt to pt. The clinical study (#1) performed on the on-q pain relief system found that the rate of infection with a continuous pump was 0.7% which was equal to or less than the published cdc rate. In addition, the clinical study (#2) about "efficacy of continuous wound catheters delivering local anesthetic for postoperative analgesia" published in the journal of the american college of surgeons (volume 203, number 6, december 2006) demonstrated that the reported wound infection rates was 0.7%. Our devices are manufactured as being sterile. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.